Manufacturer narrative:
This filing is a re-assessment of information provided in MDR# (B)(4) submitted by the user facility ((B)(6) hospital).

Event description:
This is a re-assessment of MDR# (B)(4) based on an audit triggered by the distributor. Filing of this MDR, is based upon procedural updates regarding reportability. During a laparoscopic biliopancreatic diversion with duodenal switch single anastomosis with hiatal hernia repair procedure, the endo360 suture needle spontaneously popped off the suture while in the patient laparoscopically. The surgeon was able to retrieve the needle and the procedure continued without further incident.